Manufacturer narrative:
Concomitant medical products: product ID 97754, serial# (B)(4), product type: recharger. Product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4). Analysis results were not available as of the date of report. A follow up report will be submitted when analysis results are available.

Event description:
Additional information received from the consumer via manufacturing representative reported that the patient had difficulty obtaining proper coupling to keep the implantable neurostimulator (ins) charged. This occurred immediately after implant and continued to occur until explant. The ins implant was flipped in the pocket. The manufacturing representative met with the patient post op and the patient had difficulty at that time. At that time it was suspected that it may be due to swelling or patient anatomy. The issue never resolved. There were numerous attempts to improve coupling/recharging. The issue was resolved at the time of report. The implant was removed and replaced with a non-rechargeable battery. The patient's status at the time of report was alive with no injury.

Event description:
It was reported that there was a coupling problem. The antenna locate (al) test indicated that the implantable neurostimulator (ins) was too deep. Results were 42, 46, and 46. They thought the recharge coupling was due to normal swelling as part of the healing process and they didn¿t realize it was an issue until today. The patient was receiving therapy and no additional troubleshooting was done. The device was not in overdischarge. She was evaluated by her pain management physician. She was going to wait and see if swelling resolved. It was later reported that the surgeon told the patient that he did not implant the ins too deep. The patient was scheduled to have an ins replaced on (B)(6) 2015, but the surgery was cancelled due to insurance complications. When insurance would go through, the patient was going to have the ins replaced to see if it would resolve the patient¿s recharging issues. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the implantable neurostimulator (ins) would not charge and it was now dead. The patient stated that "no one will accept responsibility for the failure of this product." The patient was waiting on a new insurance company to approve the removal of the ins. The health care provider was recommending that a five year battery be placed. The patient stated that both the manufacture representative and their pain management doctor think that the ins was implanted too deep. The patient reported that the procedure is very expensive and it has to be repeated again and that they were told by the manufacture representative that they needed to distance themselves from the situation. The patient was extremely unhappy and stated that "really, is no one going to stand by this product" and "I am in more pain now than before I had the procedure." If additional information is received a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 97754, serial # (B)(4), product type recharger; product ID 39286-65, serial # (B)(4), implanted: (B)(6) 2015, product type lead. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of ins (s/n: (B)(4)) revealed a reduced battery capacity due to overdischarge.